Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 30 tubes, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter that blood squirted through the liner before the test tube was attached. The following information was provided by the initial reporter. The customer stated: "I confirm that the nurse wore gloves, that there were no consequences for the patient and that there was no contact with chemotherapy agents. Once the vacutainer fitting was attached to the liner and inserted into the tap on the arterial route, blood squirted through the liner before the test tube was attached."

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter that blood squirted through the liner before the test tube was attached. The following information was provided by the initial reporter. The customer stated: "I confirm that the nurse wore gloves, that there were no consequences for the patient and that there was no contact with chemotherapy agents. Once the vacutainer fitting was attached to the liner and inserted into the tap on the arterial route, blood squirted through the liner before the test tube was attached.".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.